Manufacturer narrative:
Concomitant products include codman pump, serial number unknown.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via a competitor¿s implantable pump with the manufacturer¿s catheter for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that the patient recently had a computerized tomography (CT) scan done for a stomach problem he was having and in the findings of the CT scan was told that the catheter was fractured at the l2-l3 level. Inquiries regarding the frequency that the manufacturer¿s catheters fractured, how one goes about finding out for sure if the catheter is fractured, procedures to check the catheter like a dye test, etc., and ¿dangerous to the patient.¿ it was indicated that the patient had spoken to the competitor¿s representative about the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and the patient thought the dose was 30 mg/day via a competitor¿s implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s battery went dead in 2012 and it was replaced with a competitor¿s pump. It was considered a normal depletion. The catheter remained in use and the patient had a CT scan done. The results of the CT scan showed that the pump was situated in the right and the catheter was located posterior in the subcutaneous tissue in region l2-l3. At that level the catheter was fractured. The fractured catheter distal component was located 3.7 cm anteriorly within the left side of the central spinal canal at l2. The patient stated that at refill 5-5.5 was how much was left and the next two times it was 3.5 to 4 (this was within spec as the patient checked with the competitor). The patient asked if that would cause more medication to come out. The healthcare provider (hcp) would not do a dye study because when they aspirate there could still be medication in the catheter and when they do a dye study it could overdose him. The patient had x-rays done and two showed no fracture and one showed a fracture. It was reported that this happened in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.